Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the guidewire remained stuck in the needle when the nurse tried to remove the needle. The guidewire was unraveled. As a result, a new insertion was required. The insertion was subclavian and the incident occurred in the resuscitation unit.